Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that a rise in atrial impedance was noted during routine follow-up. Fluoroscopic imaging revealed that dislodgment had occurred. The physician opted to monitor the patient and not revise the lead.